Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, the lcd display screen was found to be blank. The device's lcd display screen was replaced to address the issue.

Event description:
The manufacturer received information alleging an issue with the device's lcd display screen. There was no harm or injury reported.